Event description:
It was reported that two ems were used during a laparoscopic hernia repair. It was reported by the affiliate that the instruments have malformed staples. There was no consequence to the patient.